Manufacturer narrative:
The pump will not be returning to the MFR for analysis as it was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the report of infection and hemolysis could not be confirmed, and a correlation to the device could not conclusively be determined. The device's approved labeling lists infection (local, driveline, pocket) and hemolysis as adverse events that may be associated with the use of the left ventricular assist system (lvas). Placeholder.

Event description:
Additional information: the patient reportedly developed an unspecified infection that was not resolved with antibiotics, leading to multisystem organ failure. The vad coordinator did not believe the event was related to the device as there were no changes in pump parameters. The patient also required right ventricular acute support which was never able to be weaned. The patient had developed hemolysis; however it had been trending down prior to patient expiration. An autopsy was not performed and the pump was reportedly not available to be returned for evaluation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had an infection, was treated with antibiotics, and then expired.